Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube tactile testing confirmed kinks. The device returned with blood visible in the balloon and inflation lumen. The balloon was deflated on return; the balloon folds were expanded. There was no stretching evident to the proximal balloon bond. No deformation was evident to the distal tip. The device was placed in the waterbath to disperse the blood and aid inflation. Upon removal the balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material directly above the distal markerband. There was no lead in scratches evident proximal or distal to the tear site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter. It was reported that a balloon burst occurred while inflating the device at 8atm. No patient injury was reported.